Manufacturer narrative:
Concomitant medical products: product ID : 3777-45 , serial# (B)(4), implanted: (B)(6) 2012 , product type lead product ID 3777-60, serial# (B)(4) , implanted:(B)(6) 2012, product type: lead . Other relevant device(s) are: product ID: 3777-45, serial/lot #: (B)(4) , ubd: 21-sep-2016, UDI#: (B)(4). Product ID: 3777-60, serial/lot #: (B)(4) , ubd: 02-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the rep was in replacement surgery today and pre-opt, the impedance was good, 1400 ohms average for impedance. Once neurostimulator was placed, all the impedance were 40k ohms with ins. Rep said she used the wens to do connection check and it was all good, she can't remember if she actually ran impedance on it. The leads were reinserted into the neurostimulator and they were bad again thus hcp used another neurostimulator. Rep said with the second neurostimulator impedance were still bad at greater than 40k ohms. Rep didn't try to run any stimulation through the system. Hcp closed up. When technical services spoke with rep, she ran impedance again and electrodes 0, 6, 14 gave her 1750, 1750, and 1690 ohms respectively, but the rest were still 40k ohms. Rep will check again later in hopes that high impedance was temporary. Troubleshooting was not required.

Event description:
Additional information from the rep indicated that they saw the patient today at the post-op appointment, the impedance values that were at 40000 had reduced to around 20000ohms. The caller programmed around those electrode and the patient was happy with therapy. The caller indicated that no further action would be taken with the system at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3. Analysis of the implantable neurostimulator found no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.